Manufacturer narrative:
The device was returned to olympus for inspection. Based on the inspection results and known information, it is likely the probable cause of the physical damage to the internal channel system and compromised sealing surfaces due to mechanical stress and wear. The most probable cause of this complaint is traced to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited channel (biopsy) port leakage associated with an internal tear. There was no patient involvement.